Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/08/2019. Device returned to manufacturer: yes. Device evaluation: the pcb00 preloaded system was received at manufacturing site. The plunger push rod component was observed in a fully advanced position. The cartridge component was observed correctly engaged into lower body of the pcb00 unit. Visual inspection using magnification was performed. The lens was observed stuck at the cartridge loading zone. The push rod tip overrides the lens. The reported issue was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (iol), the surgeon began to screw the plunger of the preloaded delivery system (model pcb00), but the lens did not come out of the cartridge. Reportedly, there was patient contact with both the cartridge tip and the lens. Another lens was used instead. There was no patient injury and there was no incision enlargement. No additional information was provided.